Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. During the MRI, the implantable cardioverter defibrillator (ICD) went into backup mode with no defibrillation therapy, as this was a non-MRI conditional system. The ICD was reset. The patient was in stable condition.